Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was explanted and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported. Product return was requested. Additional information received reported that rv lead fracture was suspected due to rv noise events. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was explanted and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported. Product return was requested.